Manufacturer narrative:
The analysis of the detector panel was completed by medtronic personnel. Testing found that two error codes appeared on the imaging system due to no power being supplied to the detector.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Representative reported that the imaging system would not shoot x-ray. Representative found x-ray detector not powered up when the system is turned on because of an issue with either detector or cp2 paxscan. Representative replaced detector and cp2 paxscan which resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has been received by the manufacturer for evaluation however the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, there was an issue with generator of the imaging system. It was reported that the imaging system would boot but would display cp2 error codes. There was no patient present at the time of the issue.